Event description:
It was reported that episodes of auto mode switch due to noise on both atrial and ventricular leads were observed via remote transmission. Patient was asymptomatic. Noise could not be reproduced with isometrics and pocket manipulations in clinic. Programming changes were recommended. Further actions will be discussed with the physician and also consider diagnostic imaging. The patient will be closely monitored remotely.

Manufacturer narrative:
Product not returned. (B)(4).